Event description:
The customer reported that elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold, were generated from an access 2 immunoassay system for one patient over multiple days. This is report is twelve of twelve and represents the elevated accutni result generated on (B)(6) 2011. The initial accutni result was elevated and above the ami threshold. The elevated result was reported outside the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The test sample was collected in a lithium heparin plasma tube.

Manufacturer narrative:
Service was not dispatched for this event as the customer was not questioning instrument performance. Beckman coulter inc. Assessment of customer supplied performance data indicated that all levels of accutni instrument quality control results were within customer established specification during the timeframe of this event and an instrument system check performed prior to the event yielded acceptable results. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-04616, 2122870-2011-04617, 2122870-2011-04618, 2122870-2011-04619, 2122870-2011-04620, 2122870-2011-03101, 2122870-2011-04621, 2122870-2011-04622, 2122870-2011-04623, 2122870-2011-04624, 2122870-2011-04625, 2122870-2011-04626.